Event description:
It was reported that the patient had refill appointment (B)(6) 2012, at which time it was discovered the pump had "flipped upside down." A revision was performed on (B)(6) 2012, the pump was not filled at the time of the revision, which was not communicated to the follow up provider. It was noted that the "first few days after surgery" the patient called the clinic stating she thought the pump "was set too high," that she "couldn't even wake up," "couldn't get out of bed," "couldn't think straight," to which the clinic "repeatedly" told the patient to go in so they could read the pump "so they would know when her next refill would be." It was then noted that the patient "doesn't have rides a lot," and "finally" was seen on (B)(6) 2013 for a refill, at which time the patient had "a little bit of pain," but was "okay." The pump logs confirm low reservoir alarm occurred on (B)(6) 2012 and reservoir empty occurred on (B)(6) 2013. The clinic did not have drug on hand to fill the pump. The patient had oral medication that she "could take if she needed it." The pump was filled on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).